Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 0.9, second test inr = 4.1.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070195: first test inr = 0.9, second test inr = 4.1. Mean = 2.50; sd = 2.26, %cv = 90.5%. The %cv is greater than or equal 20%. Per internal procedure, the precision fails the criteria for precision. The test is not considered precise and further testing is required at this time.